Manufacturer narrative:
Concomitant medical products: product ID: 3550-68, lot#: 0209284606, implanted: (B)(6) 2015 product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the battery depletion is not reported by site as an issue but only as a reason for the replacement. The cause of the return of symptoms is reported in the adverse event #3 as successive to the patient fall on (B)(6) 2017. On (B)(6) 2017, the patient underwent an exploration in local anesthesia during which the left lead was found fractured, thus replaced on (B)(4) 2018. The latest device programming was from (B)(4) 2016. Programming reported to be at 2.9 volts, 14 hz, and 210 usec. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a diagnosis of a fall causing the dysfunction of the left stimulator (battery almost depleted) plus lead fracture with return of the urinary symptoms related to the system malfunction. There was lumbar pain and the battery was almost depleted. During the exploration of(B)(6) 2017, patient under local anesthesia, accidental discovery of the left lead fracture. Intervention reported on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3550-68, lot# 0209284606, implanted: (B)(6)2015, product type: screening device, product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-68, lot# 0209284606, implanted: (B)(6) 2015, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a lead fracture after a fall with return of urinary symptoms plus a battery end of life. Factors that may have led or contributed to the issue remain unknown. No diagnostics or troubleshooting was performed. Actions taken include a lead and implantable neurostimulator (ins) replacement on (B)(6) 2018. The issue was resolved on (B)(6) 2018. It was reported that the event was assessed as not serious, not related to procedure, related to the stimulator, related to the lead, and related to the stimulation. Relevant medical history includes idiopathic urge urinary incontinence since 1989. No further complications were reported/anticipated.